Event description:
The service report shows that an 840 ventilator's graphical user interface (gui) was inoperable. Device was not being used on pt when event occurred. Covidien customer support engineer (cse) verified the malfunction. Cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board assembly (pcba). Device pass all tests.

Manufacturer narrative:
(B)(4).